Manufacturer narrative:
Review of the mfg and sterilization paperwork has been conducted. Results - the review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
A gore-tex intering stretch vascular graft was implanted in the right femoropopliteal position in a male in 2006. Graft explant was preceded by an initial soft tissue infection and abscess (gram positive cocci) located away from any prior surgery site. Early interventions included local care, drainage, debridement, and antibiotics. The infection proceeded to infect the gore graft and tunnel. In 2007, surgical debridement, drainage, and thrombectomy were attempted. However, given the extent of the pt's lower extremity vascular disease, graft occlusion and infection, a decision to explant graft was made. Pt wound sites healed with intact range-of-motion of the lower extremity.